Event description:
It was reported that a patient experienced st segment elevation, required medication and was hospitalized. It was reported that a faradrive steerable sheath clear and a farawave were selected for use during a pulmonary vein isolation. After insertion of the farawave via the faradrive into the left atrium, the physician started to ablate the left superior pulmonary vein. Then, 50 seconds after the 9th application of the full procedure, targeting the left carina, an st elevation was observed on the surface ECG. Oral nitroglycerin (quantity: 2 (two) 'spray doses', at 1.25mg concentration) was administered. The st elevation resolved after nitro administration. The right pulmonary veins were treated normally. The left veins isolations were checked and the left superior pulmonary vein (lspv) re-ablated. A second st elevation was observed 10 seconds after a pfa application. This second run lasted for 5 minutes, without any additional medication given. It was noted that the two possible causes for the event was an air ingress or coronary spasm. The physician did not notice any air in the sheath. No air in the patient was observed. At the end of the day (B)(6) 2025 - 18:30), the patient was moved from intensive care unit to medium care. The patient was under general anesthesia. No deep breathing or apneic episodes. They did not show any aftereffect of the incident. No confirmed coronary spasm. Products return is not expected (disposed).

Manufacturer narrative:
The device did not return, therefore, product analysis could not be performed. However, the two pictures provided may evidence the signal depression. Hence, the reported allegation of st segment elevation was confirmed, and the reported allegations of vasospasm and air embolism were unable to be confirmed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient experienced st segment elevation, required medication and was hospitalized. It was reported that a faradrive steerable sheath clear and a farawave were selected for use during a pulmonary vein isolation. After insertion of the farawave via the faradrive into the left atrium, the physician started to ablate the left superior pulmonary vein. Then, 50 seconds after the 9th application of the full procedure, targeting the left carina, an st elevation was observed on the surface ECG. Oral nitroglycerin (quantity: 2 (two) 'spray doses', at 1.25mg concentration) was administered. The st elevation resolved after nitro administration. The right pulmonary veins were treated normally. The left veins isolations were checked and the left superior pulmonary vein (lspv) re-ablated. A second st elevation was observed 10 seconds after a pfa application. This second run lasted for 5 minutes, without any additional medication given. It was noted that the two possible causes for the event was an air ingress or coronary spasm. The physician did not notice any air in the sheath. No air in the patient was observed. At the end of the day ((B)(6) 2025 - 18:30), the patient was moved from intensive care unit to medium care. The patient was under general anesthesia. No deep breathing or apneic episodes. They did not show any aftereffect of the incident. No confirmed coronary spasm. Products return is not expected (disposed).